Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. Manufacturer's reference number: (B)(4).

Event description:
It was reported that thirty minutes after a radical a-fib surgery was completed, a pericardial effusion was observed by chest echo. Drainage and coronary angiography were performed. Patient was hospitalized for several days. Patient has fully recovered and was discharged from the hospital. Patient prognosis was satisfactory. During the ablation it was found that the irrigation flow became low (2ml/minutes). The catheter temperature sensor was displayed as over 40 degrees celsius shortly at 10-15 watts. Ablation was stopped and the devices were checked. Approximately 30 seconds x 7 points of ablation were completed by then. After rebooting of the high-frequency output apparatus and the pump, the devices operated without problems.

Manufacturer narrative:
A 3500a supplemental will be submitted once the device is returned for evaluation. (B)(4). (B)(4).